Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp. After inspecting the unit, the stm was able to duplicate the issue. The display was replaced per manufacturers specifications. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had white lines on the display. This occurred before use, there was no patient involvement, thus no adverse event was reported.